Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their device and charging cable were "really hot" while charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports their device and charging cable were "really hot" while charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and damage on the reader's universal serial bus (usb) port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. Visually inspected the usb/charging cable and power adaptor and observed cable and adaptor to be damaged due to use related issue. The returned reader was further investigated and de-cased. Performed a visual inspection on de-cased reader and liquid contamination was observed. An extended investigation was also conducted. Performed a visual inspection on the returned readers pcba (printed circuit board assembly), no evidence of fire, smoke or electric shock observed. The returned reader appeared to have damage on pin 1 of the usb port of the reader, this type of damage is consistent with misuse. The reader power consumption test was performed and was within specification. The current draw on the returned reader was within specification, which indicates that the reader did not have sufficient power to cause the reported damage. Visual inspection has been performed on the returned adc charging cable and corrosion on the usb end of the cable an an open circuit on line 2 and line 4 was observed. Visual inspection has also been performed on the returned reader's adaptor and evidence of corrosion on the usb port of the adaptor was observed. Observed the returned reader to charge when using a new unused charging cable. It was determined that the damage to the usb charging port is consistent with misuse. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report as b3 - date of event on the previous initial report was incorrectly documented. B3 has been updated to reflect case details.

Event description:
Customer reports their device and charging cable were "really hot" while charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.